Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements that had gradually increased to 107 ohms. It was noted that the shock impedance measurement at implant was 50 ohms. Additional information received reported that high energy shock tests were performed. The shock impedance measurement was 104 ohms @ 1.1j and 89o hms @41j. It was noted that the shock impedance measurement of the defibrillation threshold (dft) test at implant was 47 ohms @ 11j. It was also mentioned that pace impedance measurements appeared to have increased slightly, as well. This rv lead remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.